Event description:
It was reported that the patient (pt) reported that their implant wasn't able to receive a full charge; their recharger screen showed it was nearly depleted even though they have been trying to charge. Pt reported that the eri message was coming up and they knew that their implant was reaching the end of the battery's life cycle. Pt stated that the coupling bars were showing 5-6, then they would drop to zero and pt was unable to recharge their ins. The circumstances that led to the reported issue were asked but unknown. Patient services specialist (B)(6) asked pt to check for damage, pt said there was none. (B)(6) walked pt through starting up a recharging session and confirmed that they were experiencing poor coupling. The issue was not resolved. Pt notified pss that they have an appointment coming up with their hcp regarding the eri message. Additional information was received from the pt. Pt called to get tracking information on package since the replacement recharger antenna had not yet arrived. Pss provided tracking information to them. Pt said their implanted neurostimulator (ins) was "not working" because they could not effectively charge the ins because of the issues with the recharger antenna. Additional information was received from the pt. Pt called stated they received the recharger (insr) antenna, and they are still not able to recharge the ins. Pt stated they are getting a picture of insr empty on the screen. Pt stated ins was last charged a couple weeks ago because the insr is not charging. Pss asked patient to inspect the desktop charger (dtc) cord for damage and pt said the end of the dtc wiggles and is not secure like it used to be when plugged into the insr, and the green light is faint on the black box. Pt called back stating they are still having problems when trying to charge the implant. Caller stated that the coupling boxes keep dropping. Caller stated that they lean up against a pillow to keep the antenna in place. Pss offered to order adhesive discs and redirected to hcp to discuss eri and poor coupling issues.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) : analysis of the device, model # 37761, s/n (B)(6) , revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.